Event description:
It was reported that the patient presented for an implant procedure. During procedure, the right ventricle lead exhibited unspecified helix rotation issue. The lead was not used and replaced. The patient was in stable condition.